Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. During advancement, the angiosculpt device got stuck on the guide wire and was unable to be removed, thus was removed as a system. A new guide wire and device was required to complete the procedure. This resulted in a prolonged procedure. No patient injury reported. Patient information regarding relevant test/laboratory data or medical history is unknown. This information was not available from the facility. The angiosculpt device was returned partially intact to a 0.014" guide wire. Visual inspection found a damaged distal tip and a tear on the balloon. The entire length of the balloon was wrinkled and the inner member underneath the balloon was severely damaged and accordion. The proximal bond and scoring element was damaged with all struts lifted. The transition tubing was kinked and accordion. The distal shaft, proximal to the proximal bond was necked, stretched, and accordion. During functional testing, the guide wire was unable to be removed from the device. A laboratory guide wire was inserted through the luer and was able to advance to the stuck guide wire. Per the IFU, if resistance is met during manipulation, determine the cause of the resistance before proceeding.

Event description:
The angiosculpt device got stuck on the guide wire in transit to the lesion; therefore, it was removed as a system. The physician rewired the lesion and completed the procedure with a new angiosculpt device.